Event description:
Procedure type: strabismus correction. According to the reporter: the muscle and the conjunctive were sutured with 2 stitches each and 3 knots in every stitch. The knots became loose/undone and the pt was re-operated on the following day. After the re-operation there was no other problem and the pt was released from hosp.

Manufacturer narrative:
Initial report sent: 11/21/08.